Event description:
It was reported the device patient alert tones triggered for impedance greater than 3000 ohms on the pace/sence portion of the lead. A lead fracture was suspected. The lead is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.